Event description:
Information was received from a patient (pt) and a healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported their device never worked to relieve pain since it was implanted and it send a "shock" down their leg. Pt stated the ins also protrudes from their body, which has always been since it was implanted as well. Pt stated they don't use their therapy and the ins battery has been dead "for a long time". Now they need an MRI but can't charge their ins to place it in MRI mode. Pt stated they were trying to charge their ins for about 6 hours and it kept going from excellent, to good, to poor recharge quality. Pt stated when they attempt to put the ins in MRI mode it says batteries are too low to place in MRI mode. Patient services (ps) instructed pt to disconnect anything that was connected to the controller and unlock the controller. Pt confirmed the controller was charged to 50% and the ins was charged to 30%. Ps instructed pt to enter MRI mode and pt confirmed they were able to do so and confirmed full body MRI eligibility. The troubleshooting steps that were taken on the call resolved the mir mode issue. Pt mentioned they need an MRI because they are going to be having back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.